Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented via remote transmission, far p-wave oversensing was observed. Lead dislodgement was suspected. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.5cm. The helix was damaged during analysis, therefore a helix mechanism test could not be performed. Other damages found were sustained during the surgical procedure. The lead was otherwise normal.